Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire a 3 or 12-lead ECG during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.